Manufacturer narrative:
We were unable to retrieve the product back and further investigate the consumer complaint as the consumer provided home address. Manufacturer did review retained samples and found within specifications.

Event description:
Bristles falling out during brushing.